Event description:
Draeger medical, inc. Was notified via letter that during a surgical procedure a fire occurred. The letter further indicated that a bovie and narkomed gs anesthesia machine were involved. Add'l info was obtained from an attorney representing the hosp. Reported that during a temporal arterial biopsy procedure a fire occurred and the pt suffered mostly first and second degree burns on the nose, lips and left ear and possibly some third degree burns. Indicated that the pt was receiving oxygen via the narkomed gs's auxiliary oxygen flowmeter. Also indicated that no one present during the reported incident alleged that the narkomed gs had malfunctioned in any way.

Manufacturer narrative:
The facility retained an independent third party to inspect the equipment involved in the reported incident. Draeger medical was not permitted to evaluate the device, however, two persons from draeger medical were permitted to be present for the inspection. The independent third party inspected and tested the auxiliary oxygen flowmeter on the narkomed gs anesthesia machine and found that it functioned to specifications.